Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d2b: additional device product codes: gxl, hxx. E3: reporter is a j&j employee. H3, h4, h6: the customer reported that on (B)(6) 2024 the battery powered driver was not working properly. Ratcheting screwdrivers were not functioning properly. The repair technician reported that device did not run in forward mode, rust on switch plate, discolored wire, discolored membrane vent, rust on nose cone, scrapping housing due to patina damage. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 20-june-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. Device history review (DHR): part:05.000.008 synthes lot:006148 supplier lot:006148 release to warehouse date: may 12, 2015 supplier: (B)(4). Ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the battery powered driver was not working properly. Ratcheting screwdrivers were not functioning properly. There was no patient involvement. Upon manufacturer investigation of the returned devices, damage to the item was identified. This report involves one hand piece for battery powered driver. This is report 3 of 8 for (B)(4).